Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the device¿s electronic data. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker advised the customer to update the device software. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device experienced a power cycle during patient care. During evaluation it was found that the device performed a watch dog reset to prevent the device from freezing due to a software detected anomaly. This event code is related to a longer boot up time, which could delay defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device experienced a power cycle during patient care. During evaluation it was found that the device performed a watch dog reset to prevent the device from freezing due to a software detected anomaly. This event code is related to a longer boot up time, which could delay defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Root cause of the reported issue could not be determined; however, the likely cause is the older software version.

Event description:
The customer contacted stryker to report that their device experienced a power cycle during patient care. During evaluation it was found that the device performed a watch dog reset to prevent the device from freezing due to a software detected anomaly. This event code is related to a longer boot up time, which could delay defibrillation from being delivered. This issue is patient related; however, there was no adverse event reported.